Manufacturer narrative:
One pneupac ventilator was returned for analysis. The device was received with external damage. The operator cycled the device continuously for 30 mins at various settings. The issue was not confirmed. The operator replaced the input manifold assembly as a preventative measure. Other components were also replaced and the device was also calibrated.

Event description:
Information was received indicating that a smiths medical pneupac parapac plus was found to not be cycling. There were no reported adverse effects.